Manufacturer narrative:
(B)(4). The device was repaired onsite, by the hospital technician. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). A customer reported a complaint regarding a hemo device, product code and sn# unknown. Review of the complaint information revealed the customer stated there was a brown substance inside the venous tube which did not extend down to the filter. All parts of the external transducer protector back to the pressure regulator manifold were inspected and parts were replaced per the operator's manual. Review of the current labeling system 1000 series single patient delivery system operator's manual was performed. There are instructions and multiple warnings with regards to cross-contamination documented in the system 1000 series single patient delivery system operator's manual. Technical service bulletin (B)(4) provides instructions relevant to the complaint. Reference ((B)(4)) for contamination assessment and performance testing procedures. Sections 6, 7 & 9 provide warnings which state ''a sterile hydrophobic transducer protector must be placed on each pressure fitting before connecting a pressure monitoring line to it. Otherwise, blood may enter the pressure monitor, causing disinfection problems and possible cross-contamination between patients.'' ''To prevent cross-contamination between patients, replace the transducer protectors between patients.'' Section 7, under blood lines, also states ''when connecting the blood lines to the transducer protector/pressure monitoring fittings, dialyzer, heparin pump, etc., make sure that the fittings are fully engaged and locked. The labeling was found to be accurate and sufficient with regards to the prevention of blood contamination. Review of all available information revealed the assignable cause for the reported issue was determined to be use error- did not follow advised (B)(4). Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
A customer reported to baxter (B)(4) that a tina hemodialysis machine was found to have a brown substance inside the venous tube which did not extend down to the filter. All parts of the external transducer protector back to the pressure regulator manifold were inspected and parts were replaced as per the operator's manual. Any patient involvement, injury or medical intervention was unknown at the time of the initial report. A follow up was done. The customer stated that their technician repaired the device and it was back in service. The customer also stated that the issue was not discovered during patient use but during routine preventative maintenance. The customer is not concerned with this issue. All their patients are tested for (B)(6) every three months thus the risk of infection is minimal.